Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the patient had 22% usage at interrogation and had the ins at an amplitude that was not therapeutic. Minor updates to programming was made and the rep discussed the usage and amplitude appropriateness. The issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and consumer regarding a patient who was implanted with a neurostimulator (ins). Information was reported that the patient had a loss of coverage on one side and swelling in their legs. The patient had a possible fall that may have been a factor. The rep is meeting with the patient on (B)(6) 2018. No further complications were reported. No additional patient symptoms were reported.